Manufacturer narrative:
The device was discarded after the procedure. No photographs were taken of the device. The device history was reviewed and found no exception documents. The complaint database was reviewed and found one similar complaint for this product family. Merit is unable to determine a root cause at this time due to lack of available info and no complaint sample being returned. There is no indication that the merit device caused or contributed to the micro dissection; however, our device was in use at time of the event.

Event description:
The patient sustained a micro dissection to their coronary sinus while our coronary sinus guide was being advanced by the physician into the patient's coronary sinus. According to the physician, he believed the issue (dissection) had been resolved by case ent. The physician thought our product got caught in a valve while being advanced, which in turn created the micro dissection.